Event description:
Revision due to loosening and suspected infection.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products- oxford ph3 cementless fem sz s , item 154925, lot 3739876, therapy date - (B)(6) 2018, oxf uni cmntls tib sz b lm, item 166572, lot 3531019, therapy date - (B)(6) 2018. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01266 and 3002806535-2018-01267.

Event description:
Revision due to loosening and suspected infection.